Event description:
This is a report of patient injury: fractured right foot. No device malfunction. Patient was a male ((B)(6)) who was being scanned on an ecam for a stress cardiac scan. Per normal scan workflow, the scan completed and the table lowered. During the end motion of the scan, the patient's right foot had slipped off the right side of the bed and was trapped between the rear bed and the gantry. The technologist hit the emergency stop which halted all system motion. The patient had a deep laceration on the right foot. The patient was sent for x-rays of the right foot and the x-ray showed a fracture. The laceration is being treated with antibiotics but no stitches. The system is operating normally. A review of the product labeling (operating instructions) confirms adequate instructions: "it is the operator's duty to ensure whenever moving the equipment and/or its components, that such movements are performed only when it is assured that no risk of injury to any individual(s) can occur as a result of such movement." There were no injuries to any other person.